Manufacturer narrative:
The technician found the siderail latch was sticking. He lubricated the siderail latch to repair the bed.

Event description:
Info received indicates the left head siderail is not latching.